Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed temperature testing, made an unusual noise and was difficult to lock cutter. It was determined that this was all caused by the broken driveshaft from excessive force while in use. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure of the knee, it was observed that the motor device became incredibly hot to the touch during burring. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use to complete the procedure successfully. It was reported that there was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.